Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited lead noise resulting in auto mode switch. The lead was reprogrammed to addressed the anomaly. The patient's condition remained stable.